Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited low out of range right ventricular (rv) lead pacing impedance measurements. No adverse patient effects have been reported. Additional information received indicates that all other lead measurements are within normal limits and there was no evidence of noise at that time. Additional information as later received that noise and oversensing was observed. The patient was evaluated in the clinic and all lead measurements were within normal limits; however, the lead trends did show some variations. A couple years later, the system exhibited high out of range shock impedance measurements greater than 125 ohms along with continued noise and oversensing. Subsequently, the patient underwent a revision procedure and the rv lead was surgically capped and abandoned. The ICD remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.